Event description:
It was reported to philips that the heartstart xl defibrillator is alarming. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device was emitting an alarm. Remote support from the customer care solution was received. However, despite multiple attempts to retrieve the device evaluation, repair, and operational status, no information could be provided. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. Multiple attempts were made to retrieve the device evaluation, repair, and operational status; however, no information was provided. The investigation concludes that no further action is required at this time. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. If additional information is received the complaint file will be reopened.